Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl. Reportedly, the delivered a bolus to address their bg level. The customer alleged that the mobile bolus was not delivering. The pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. The customer continued using the pump for insulin therapy.